Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. During simulated use testing of the returned parts in a ventilator system, it was not able to reproduce the reported pressure spikes. Unit testing of each gas module we were also performed and in this test setup there was found an indication of oscillations. Our conclusion is that the pressure spikes most likely were traced to an oscillating gas module at the time of event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Importer ref. #: cc-cpl-2018-01938. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that pressure spikes were noted during patient treatment. There was no patient harm. (B)(4).